Event description:
Related manufacturer report number: 3006705815-2022-16858. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Further information was requested by not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.